Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege under delivery because it delivers bolus but the reservoir still showing full even if she waited few. Customer was treated with manual injection and insulin drip. The insulin pump will not be returned for analysis.